Event description:
The customer reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter. They tried several troubleshooting steps, including using different adapters and cables, but the charging connection was not recognized. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump to be sent. The customer has no current backup for insulin delivery and will contact their healthcare provider. The customer was informed about how to proceed upon receiving the new pump and will return the defective one to tandem.